Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 305 mg/dl, which was treated with the insulin pump. No significant events leading to the keypad issues were observed. Unable to complete troubleshoot for high blood glucose due to the keypad issues. The customer stated that the high blood glucose readings went as high as 310 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to flattened button dome switch. Unable to perform functional testing due to no button response. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.